Manufacturer narrative:
Device not available for evaluation.

Event description:
It was reported that the run/safe switch on the universal handswitch was discovered to be unreadable during a routine equipment evaluation at the user facility, by a manufacturer's service technician. The run/safe switch being illegible creates a situation from which the device may be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.